Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A batch review will not be performed as the lot number is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a solicited report by a physician from (B)(6) of cloudy effluent subsequent to receiving dianeal unspecified therapy during peritoneal dialysis for end stage renal disease. On (B)(6) 2010, the patient began therapy with dianeal. On (B)(6) 2010, the patient developed cloudy effluent and was hospitalized for the event until (B)(6) 2010. The patient was treated with targocid 400 mg (10 mg per exchange) and ciprofloxacin 500 mg daily (dates not provided). On (B)(6) 2010, the patient recovered from the event of cloudy effluent. No action was taken with the dianeal therapy. The reporting physician did not provide an opinion of causality for the cloudy effluent in relationship to the dianeal therapy.